Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after positioning the lead in right ventricular (rv) apex lead parameters tested through analyzer were adequate. After connecting the device, due to the occasional oversensed beats (both on on tip-ring and tip-coil channels, approximately every 20 beats) physician decided to revise the lead-header connection. After rec-connecting the lead, impedance measured from the device was high. High tip-ring and tip-coil impedance values were confirmed with analyzer measurement. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated damage at implant. There are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and three set are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.